Event description:
It was reported that this pacemaker was part of the system revision due to possible allergy with implantable product materials. Reportedly, the pacemaker has no nickel or cobalt. The health care professional (hcp) referred the patient to the dermatologist for allergy testing. Subsequently, the patient experienced discomfort and pain. Furthermore, the pacemaker was removed due to allergic reaction. No additional adverse patient effects were reported. The pacemaker was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the aware date and h11: additional MFR narrative.

Event description:
It was reported that this pacemaker was part of the system revision due to possible allergy with implantable product materials. Reportedly, the pacemaker has no nickel or cobalt. The health care professional (hcp) referred the patient to the dermatologist for allergy testing. Subsequently, the patient experienced discomfort and pain. Furthermore, the pacemaker was removed due to allergic reaction. No additional adverse patient effects were reported. The pacemaker was explanted.